Event description:
It was reported that during the procedure to treat an 80% stenosed non-calcified, de novo lesion in the non-tortuous mid left anterior descending coronary artery, a 014 hi-torque balance middleweight (bmw) elite guide wire was advanced past the lesion, then pre-dilatation was performed using a 2.75x15 trek balloon dilatation catheter (bdc). After withdrawing the trek bdc, a 2.75x23 vision stent delivery system (sds) was then advanced onto the bmw elite guide wire and advanced toward the lesion, however, as resistance was felt once the sds reached the proximal (femoral) marker band on the bmw elite during the advancement, the vision sds was unable to reach the lesion. The vision sds was also unable to be retracted over the bmw elite, thus, both devices were withdrawn from the anatomy as a single unit; both devices were separated from one another while outside of the anatomy. A non-abbott guide wire was then advanced past the lesion and the same vision sds was able to cross the lesion, followed by stent deployment, resulting in 40% lesion stenosis post-procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: 2.75x15 trek; stent: 2.75x23 vision. Evaluation summary: the device was returned for analysis. The difficulty with positioning/removing were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.